Event description:
It was reported by the aci clinical specialist that an (B)(6) obese female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the center of the femoral head. A pre-procedure femoral angiogram showed no presence of pvd/calcium present and the vessel size over 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that upon removal of the sheath, the physician felt an unusual amount of resistance and stated that the white tube (advancer tube) was in two pieces. One of the pieces was on the wire (catheter) and the second piece was removed from the patient's groin. The balloon was then deflated and hemostasis was achieved using 15 minutes of manual compression. No further complications were noted. The patient was ambulated and discharged to home the same day with no clinical sequela noted. The aci clinical specialist reported that upon his arrival to the lab, the scrub tech showed him that the sealant was intact on the wire but that the nurse must have thrown the advancer tube away because it was definitely broken into two pieces. The scrub tech was then called away and the clinical specialist inspected the device personally and found that the advancer tube had never fully engaged and was intact inside the device.

Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle and the introducer sheath was abutting the shuttle handle. A piece of sealant approximately 7mm x 4mm was returned separated from the catheter. The advancer tube was found in one piece inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. Damage was observed at the proximal tip of the advancer tube. The deformed features indicated that the advancer tube may have been forced back over the tamp lock. The catheter, shuttle cartridge, tamp locks and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. Both tamp locks were covered by dry blood and the distal tip of the introducer sheath was damaged. Based on the provided information and the investigation performed, the root cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1229605) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1229605) indicated that the device lot met all established performance criteria prior to shipment.